Manufacturer narrative:
It was reported during an open heart surgical procedure on (B)(6) 2020 a catheter was leaking blood and fluid due to fluid backing up into the sheath. At that time, the decision was made to replace the pulmonary artery catheter. The reporter states, there was "no impact to the patient." No serious injury reported however, due to the nature of the incident and the need for medical intervention this medwatch is being filed. The sample is not available for returned and evaluation. Therefore, a root cause could not be determined. No further information is available. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported the catheter was leaking blood and fluid. It was removed and replaced with a new catheter.